Event description:
It was reported that after titrating a norepinephrine infusion, the IV line was clamped approximately 2 inches above the pump however the pump delivered medication without alarming for an occlusion. The pump was programmed to deliver 250 ml fluid at a varying rate. The customer also stated that the device was tested and performed as expected. Through additional complaint eval, the customer stated that "the pt was not maintaining blood pressure (a vasopressor was the medication being utilized on this pump). Despite increasing the dose to maximum, the blood pressure was not responding. In troubleshooting, the user found the partially occluded tubing and clamp."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. Additional upstream and downstream tests were performed with the unit passing. Review of the history log on the reported date of the event, during the only norepinephrine infusion found that the upstream occlusion suspension feature was enabled during the last titration programmed before the reported time of the event. This suggests that the pump did not alarm for an upstream occlusion because the upstream occlusion suspension feature was utilized at the time of the event. Additionally, two upstream occlusion alarms were observed during the reported infusion, prior to the upstream occlusion suspension feature being enabled. Additionally, the spectrum operators manual states "the upstream occlusion detector may not detect partially occluded tubing."